Event description:
Customer reported that while she was trying to put in her insulin, the buttons on the insulin pump were not responding. Shortly after, the customer received a button error alarm. Customer's current blood glucose reading is 250 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.